Event description:
Customer reported via phone, she wanted to make sure the insulin pump was working as she has been experiencing high blood glucose levels. Initially she was at 458 mg/dl and currently was at 525 mg/dl. Customer's symptoms were vomiting, headache, nausea, and urination. Customer was advised to seek medical attention but she wanted to proceed with troubleshooting. Drive support cap was found normal. No leaks or air bubbles noted. Customer declined performing high pressure test and the call was lost. Customer had mentioned that she had treated with manual injection and blood glucose only lowered six points and then went up again. The device had also alarmed no delivery during the night. Customer changed the tubing and it alarmed again twice. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.